Event description:
Burn blisters [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified, the patient experienced burn blisters. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. No causality was reported. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.